Manufacturer narrative:
(B)(4).

Event description:
It was reported "suspected iab failure". Additional information states that the iab catheter was removed and replaced. The second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint for "suspected iab failure" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "suspected iab failure". Additional information states that the iab catheter was removed and replaced. The second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition was reported as "fine".